Manufacturer narrative:
Per the user guide: always make sure that the correct time and date are set on your system. When editing time, always check that the am/pm setting is accurate. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that pump date was off by one day due to the customer traveling from a different time zone and did not correct time/date. Customer corrected date. Blood glucose was 275 mg/dl.